Manufacturer narrative:
(B)(4).

Event description:
It was reported to us that patient underwent surgery to remove the wrist plate implant due to it pushing onto her tendon.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. [(B)(4)].